Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy, and a replacement pump was sent by technical support. The customer was informed about training availability and instructed on the steps to follow upon receiving the new pump, including returning the malfunctioning pump.